Event description:
It was reported that 1 day after the xact stent implantation in the right internal carotid artery, the patient experienced a stroke with blurred vision, right-sided arm jerking and weakness, and dysphagia. The patient was admitted through the emergency department where it was determined that the patient had right internal carotid artery occlusion. The patient was started on heparin and given occupational and physical therapy. The patient was discharged home 6 days later in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident, neurological deficit/dysfunction, occlusion, visual disturbances and weakness are listed in the xact instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.